Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: g3, g4, h6(device: 1528). H11: d1, d4(product catalog no), h6(method, results and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter migrated, tilted and the struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with pulmonary embolism post implant; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately nine years and four months later, filter removal procedure was performed. The right internal jugular vein was punctured with a 21-gauge micropuncture needle. A 0.018 wire was advanced, and the needle was exchanged for a 5-french micropuncture sheath dilator. A 5-french pigtail catheter was then advanced over the wire and 18- 20 mm en trilobed snare was advanced through the sheath and multiple attempts made to snare the apex of the filter but were unsuccessful. Therefore, the endobronchial forceps were advanced through the sheath to grasp the apex of the filter although the 12-french sheath prevented retrieval into the sheath itself. Therefore, the sheath was upsized over a 0.035 amplatz wire to a 16-french sheath. Then snare trilobed snare was then advanced through the sheath and used to capture the apex of the filter. The apex of the filter was then manipulated to align with the sheath and the sheath advanced over the filter recovered it in its entirety. The pigtail catheter was removed over a wire. Findings showed that there was a preexisted inferior vena cava filter in place in the inferior vena cava. The apex of the filter was at the level of the left renal vein and showed evidence of tilt to the right and posteriorly. There was evidence of several strut penetrations, particularly medially. Notably, the filter struts appeared to be intact. There was no evidence of retained thrombus within the inferior vena cava filter. Successfully the filter was retrieved using a combination of endobronchial forceps and a trilobes standard snare. Therefore, the investigation is confirmed for filter tilt, and retrieval difficulties. However, the investigation is inconclusive for filter migration, perforation of the inferior vena cava (ivc) and pe post implant. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: g4, h6(device: 1528). H11: h6(results and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter migrated, tilted and the struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with pulmonary embolism post implant; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided. The investigation is inconclusive for the alleged perforation of the ivc, filter tilt, filter migration and pe post implant as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter migrated, tilted and embedded in the wall of ivc; struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced pulmonary embolism post implant; however, the current status of the patient is unknown.